Event description:
It was reported a mitraclip procedure was being performed to treat mitral regurgitation (mr). During the procedure it was discovered that the ultrasound image was unable to show the clip arms and valve leaflets at the same time. Multiple adjustments were made, but still failed to improve, and the surgery was later cancelled. During the process of withdrawing the clip delivery system (cds), it was found that the clip could not be closed. Additionally, it was discovered that the actuator knob was not fixed on the shaft and could be rotated independently. As a result, the arm positioner could not open or close the clip. Thereafter the actuator know was manually closed. It was tried several times before the clip was able to be closed and withdrawn. In addition, it was discovered during the operation that the addition and subtraction knobs of the steerable guide catheter (cds) could not be fixed and would slip.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip actuation issues associated with difficulty closing and inability opening the clip could not be replicated in a testing environment due to the condition of the returned device as the release crimper was loose and the collet was broken. The actuator knob was confirmed to be attached to the release crimper; therefore, the unstable/loose actuator knob was not confirmed; however, the release crimper was observed to be loose (unstable) from the crimping cam. The reported image resolution poor could not be replicated in a testing environment. The observed broken collet resulting in the loose (unstable) release crimper and clip actuation issues of inability to open the clip and difficulty closing the clip appear to be related to a potential product quality issue; therefore, an exception was initiated for further investigation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported image resolution poor is associated with procedural conditions associated with difficulties with visualizing the clip and valve leaflets. The reported loose (unstable) actuator knob is related to user perception. Additionally, the investigation determined that the observed broken collet resulting in the loose (unstable) release crimper and clip actuation issues of inability to open the clip and difficulty closing the clip appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.